Event description:
The manufacturer received information alleging a ventilator's display screen was blank. The device was not in patient use. The ventilator was returned to a third party service center for evaluation and the customer's complaint was confirmed. The device's lcd screen was replaced to address the issue. An issue related to the internal battery was observed. The internal battery was replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported a third party service center replaced an internal battery. The internal battery was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the internal battery not charging was found to be due to a .5vdc cell imbalance. The manufacturer originally reported this follow-up report on march 23, 2016 under the manufacturer number 2581422-2015-03763. The manufacturer number was incorrect during submission. This report is submitted with the correct manufacturer number of 2518422-2015-03763.